Event description:
During the procedure, a cook instinct endoscopic hemoclip was used to treat a post polypectomy site. The clip was closed onto the tissue but would not release from the deployment device. The clip was not able to be reopened during an attempt to reposition it. The clip did eventually release onto the tissue without any further difficulty. The same observation was made with two (2) devices. See mdrs 1037905-2013-00640 and 1037905-2013-0041. The procedure was completed with the devices in question. A section of the device did not remain inside the pt's body. Other than the add'l clips during the same procedure, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Info regarding d.10: of the two (2) devices described, only one (1) device was made available for evaluation. MDR 1037905-2013-00610: returned on (B)(4) 2013. MDR 1037905-2013-00641: not available for evaluation. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the possible lot numbers were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such s the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states to permanently deploy clip, pull handel spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and fourth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.